Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/11/2015 with the following findings: during investigation, keypad was found to be intact; no damage was observed. All of the keypad buttons responded appropriately. The complaint of an under-responsive ok button was not duplicated during testing. The pump case was opened and no evidence of contamination was found under the button contacts. There was no defect found during investigation.